Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Analysis was unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify reservoir anomaly due to blank display. The insulin pump was also received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. The insulin pump was received with scratched case, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen was blank. Customer was advised that insulin pump would be replaced. The pump will not be returned for analysis. Customer's blood glucose was unknown.